Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during preparation, the oversheath on the resolution clip appeared mangled and shredded on the distal end. The clip could not be advanced from the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.